Event description:
Upon removal of sheath, small piece of tip was noted to be missing. At the end of procedure, sheath was advanced by physician into the vein into previously deploy stent. No harm to pt.